Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain two on the homechoice (hc) machine. The home patient (hp) stated they disconnect to go to the bathroom and left the clamp open. The hp had reconnected to the patient line. The technical service representative (tsr) assisted to clear the alarm and end therapy. The hp stated they would finish with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  This complaint is for a report of a use error, where the home patient disconnected improperly from the patient line and the home patient reconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for properly disconnecting during emergencies. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The patient guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.